Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; no foreign matter was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.